Event description:
It was reported that the nurse found the patient unresponsive at 0247 and code was called. During the code to obtain femoral central access, which was difficult due to defective central line kit, the clinician could not thread the guide wire through the introducer. The patient ultimately died but it was indicated that the failure of the central line kit did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a sheath introducer and a guide wire. The sheath was severely kinked at 1.5 cm from the hub. The guide wire was stuck in the sheath. When the kink in the sheath was relaxed, the guide wire was removed and observed to be unraveled towards the distal end. The coil wire was stretched and the core wire was separated adjacent to the distal weld. Microscopic examination of the break revealed plastic deformation and necking. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions cautions that withdrawing the guide wire against the needle bevel or using excessive force could damage or break the wire and describes suggested techniques to minimize the likelihood of guide wire damage during use. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Concomitant medical products: zofran at 0240. (B)(4).